Event description:
It was reported to philips that the geometry was restarted during a c-arm cranial movement. No harm was reported. The system was in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system onsite and replaced the mvr high power board, performed the needed calibration and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user recycled system power to continue the procedure. The field service engineer (fse) inspected the system onsite and confirmed that the geometry restart during c-arm cranial movement. Upon functional testing, the fse checked logs file and found the geometry and stand movements partly available and confirmed issue with the beam c-arm speed. To resolve the issue fse replaced the mvr high power board and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.